Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that both broach handles seemed very easy to engage on the broaches and didn't provide a tight connection, upon examination after the case, the size 6 broach looks worn. All 3 pieces need to be replaced. Length of the case was not affected. No surgical delay.